Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The plan is to have this device explant soon. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The plan is to have this device explanted soon. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was found in safety mode. The plan is to have this device explanted soon. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted and successfully replaced. No additional patient adverse effects were reported.